Event description:
Patient presented to the physician with ongoing muscle spasms at the chin. Upon evaluation, the patient was diagnosed with motor nerve damage involving the marginal mandibular branch. The patient was referred to a neurologist, and botox injections were recommended.

Event description:
Update to mrf report ID #3007666314-2025-00755: physician prescribed muscle relaxants for the reported symptoms. Patient has not seen a neurologist or received botox injections at this time.